Event description:
Operator noticed blood in blood leak detector with no alarm. Trained technician on site simulated blood leak with dye mixture as per fsi 07/02 machine did not alarm. Technician is replacing bld and testing. Technician is sending part to braun us for analysis. Additional information provided by the facility indicated the patient suffered no adverse sequela associated with this incident. The sample component is not available and apparently is lost and will not be returned for evaluation.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. The customer technician replaced the component on the device. The device was tested and the machine is functioning properly.